Event description:
During a lap cholecystectomy procedure, the first clip did not fire and the second clip did not form. No patient consequences. Case completed with another device of the same product code.